Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the inpen was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed. Customer mentioned that the dose knob/dial was difficult to turn. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Unable to perform baseline and wireless functionality and displacement dose accuracy due to difficulty to dose. During deconstructive analysis, it was noted moisture damage was found inside in between the electronics housing and dose knob found on the driveshaft and leadscrew. Inpen passed front cap investigation. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by moisture damage on the driveshaft and leadscrew. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Moisture damage was found inside the inpen. This can affect insulin delivery. Therefore, the customer concern of moisture damage was confirmed. A missing dosing window with dose dial indicator fading was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.